Manufacturer narrative:
The lot was manufactured between june 28, 2023 and june 30, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume infusors would not flow. After adding an unspecified chemotherapy solution, the pharmacist noted that the devices would not flow. This occurred before patient use. There was no patient involvement. No additional information is available.